Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated anti-hbs results while using architect i2000sr analyzer. The following data was provided. (B)(6) initial 10.89 miu/ml, repeat 0.00, 0.02 miu/ml. Per the product package insert, an anti-hbs concentration of greater than or equal to 10 miu/ml is regarded as being protective against hepatitis b viral infection. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of complaint text, history log, a review for complaint trends, and a review of labeling. The abbott field service engineer replaced vortexers 1-3 and replaced both the trigger and pre-trigger pumps. A review of tracking and trending data revealed no systemic issues or adverse trends. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.